Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory. The device was tested on the bench, and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.

Event description:
It was reported that when the asymptomatic patient presented for normal follow-up, a long charge time was observed. Two manual capacitor maintenances were performed with long charge times, a third yielded normal results. Device was explanted and replaced.